Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00324; 3005168196-2019-00325.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) terminus using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet7 kit. During the procedure, while attempting to advance two neuron maxs with a non-penumbra catheter through a difficult turn from the aortic arch to the left common carotid artery (lcc), the neuron maxs bent and snapped around their distal ends; therefore, they were removed. The physician was then able to advance a third neuron max to the target vessel using another catheter. Next, the physician completed four passes using a penumbra system jet 7 reperfusion catheter (jet7) and a penumbra system 3d revascularization device (psr3d). However, upon removal of the jet7 after a tough fourth pass in the m1 segment of the middle cerebral artery (mca), the physician noticed that the jet7 was ¿accordioned¿ and had collapsed on itself. The procedure was then completed using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra stent retriever device. There was no noted damage or alleged deficiency with the psr3d. Additionally, there was no report of an adverse effect to the patient.